Event description:
It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery extending to right distal superficial femoral artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 100 mm and 100% stenosis. It was classified as a tasc ii 64b lesion. Prior to target lesion treatment, a 5 mm x 190 mm non-boston scientific embolization protection device was used, and pre-dilatation was performed with a 6 mm x 100 mm non-boston scientific pta balloon. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 5.0 mm x 120 mm. On the same day of index procedure, during treatment of the target lesion, a grade c dissection was noted. In response to the event, a bailout stent was implanted, and the complication was resolved. On (B)(6) 2021, the subject was discharged from the hospital.

Manufacturer narrative:
Patient information: patient ID: (B)(6). Age at time of event: (B)(6) at the time of study enrollment.

Manufacturer narrative:
Patient information: patient ID: (B)(6). Age at time of event: (B)(6) at the time of study enrollment.

Event description:
It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery extending to right distal superficial femoral artery with proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 100 mm and 100% stenosis. It was classified as a tasc ii 64b lesion. Prior to target lesion treatment, a 5 mm x 190 mm non-boston scientific embolization protection device was used, and pre-dilatation was performed with a 6 mm x 100 mm non-boston scientific pta balloon. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 5.0 mm x 120 mm. On the same day of index procedure, during treatment of the target lesion, a grade c dissection was noted. In response to the event, a bailout stent was implanted, and the complication was resolved. On (B)(6) 2021, the subject was discharged from the hospital.